Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient alleged that after instilling new contact lens, they had greatly reduced visual acuity with symptoms of stinging, burning, headache and insomnia. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to alleged vision impact with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Lens sample received; investigation is ongoing. Upon completion, a follow-up report will be submitted with the details of the investigation.

Event description:
This incident was initially reported under (B)(4) 2640128-2024-00022 on 23 october 2024 as reduced visual acuity. It was reported in an abundance of caution due to alleged vision impact with the lack of medical information. Additional medical information was received on 31 october 2024 from the patient. A post-exam summary report from an urgent care facility indicates that on (B)(6) 2024, the patient sought medical attention due to sudden onset loss of vision with symptoms of blurred vision and burning sensation. No further information received from the urgent care on the patient's diagnosis or treatment. Additional information received for a follow-up visit with an optometrist indicates that as of (B)(6) 2024 the incident is fully resolved, the patient has good ocular health, vision, and comfort and fit with contact lenses. As per the patient, the treating eye doctor stated that the adverse reaction is due to the packaging solution of the lenses. This event is being reported in an abundance of caution due to the unknown type or severity of the vision impairment and if medications and/or medication were required to prevent or preclude permanent injury or impairment. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Manufacturers incident report is updated to reflect additional medical information and device analysis. Investigation found no issues or non-conformances in the lot history review and physical samples to be within manufacturers specification. Based on manufacturers investigation, no root cause can be established. The relationship between the coopervision device and the incident is unconfirmed.